Event description:
Husband reports strap of arm board caught around 2nd and 3rd digit lt hand tightly. Reports fingers purple and reapplied around palm. 7 days later, pt required amputation of lt 2nd digit, proximal inter-phalange.